Event description:
Customer reported being hospitalized for high blood glucose levels. No further details provided at time of call. Troubleshooting performed and pump appeared to be operating as designed.